Event description:
A malfunction code was reported by the customer, leading to a resolution to replace the pump, with no notable events occurring prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy and confirmed understanding of instructions to store and return the problematic pump using a pre-paid label.